Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an unable to proceed alert during a supply change and a dry run revealed the cartridge had cracked inside the pump, after which the user inspected the cartridge chamber for debris and then completed a successful supply change with new supplies. The medical device problem was a fracture involving the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component failure, namely a fractured reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.